Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg flipped over in the pocket site. As a result, the patient's ipg was removed and replaced in a different spot. Surgical intervention is believed to have resolved the patient's issue.